Event description:
A customer's mother reported, she has been getting a wide range of bg readings using the pdm when checking "just a short time apart." At 2:27 pm, while her son was roller skating, she tested his bg levels and got a reading of 111 mg/dl. Ten minutes later, her son had a "diabetic seizure" and tested him again at 2:47 pm and his bg read 325 mg/dl. The ems arrived and tested the customer's bg and administered a glucose shot in his leg. "Some time after that "they tested again and his bg read 130 mg/dl. The customer's mother stated, her son is still "wearing the same pod and she is confident the pod is operating properly but is concerned that the pdm is not giving accurate readings so she can treat for lows or highs based on accurate numbers." The customer is at home and "is fine now." The mother called back to request feedback once the pdm is investigated. She stated, she is using the new butterfly strips with the pdm. Insulet advised her to use the classic, freestyle strips until the butterfly ones have been approved.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device reading inaccurately. The bg meter was thoroughly evaluated - all readings tested fell within the specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other tests performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to the erroneous bg readings. No problems were found. The omnipod's user guide instructs to perform a control solution test when: inaccurate results are suspected. If the test results are not consistent with how you feel, or when it's suspected that the bg meter or test strips are not working properly. If control solution test results continue to fall outside the range printed on the test strip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter. Product lot qualification records were reviewed and found to have met all acceptance criteria.